Manufacturer narrative:
A medtronic representative inspected the imaging system on-site, and a software investigation was completed. On-site, the reported issue could not be replicated. The mobile view station (mvs) firmware was reloaded. The software investigation was unable to determine root cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Logs indicated a couple of instances of motion control gantry errors but no conclusive evidence related to the unexpected shutdowns. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system mobile view station (mvs) unexpectedly shut down twice. There was no patient present when this issue was identified. No additional details were provided.